Manufacturer narrative:
Date rec¿d by MFR : 09aug2019, date of report : 13aug2019. Additional information was received that there was no patient or user involvement. The customer reported that the rubber seal on the test fitting was worn away so it required replacement. The customer reported that replacing the test fitting resolved the issue. The ventilator successfully passed the system leak test after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported system leak test failed. It is unknown if the unit was in clinical use at the time the reported issue was discovered. Event date not specified: estimate used.